Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the device was returned for analysis. The hub, shaft and tip were microscopically examined. This device showed damage consisting of 1 fracture on the shaft located at 34.5cm from the hub. The shaft was not completely separated the inner liner was still connected. There was no indication of tip damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 17jan2019. It was reported that the tip was lifted. A 135cm/180cm renegade hi-flo fathom system was selected for use. Upon unpacking, it was noted that the tip if the catheter was lifted. The procedure was completed with another of the same device. There were no complications reported and the patient is stable. However, device analysis revealed a shaft fracture.